Event description:
During an endoscopic sphincterotomy the physician selected a tri-tome pc protector triple lumen sphincterotome. The insulated part of the cutting wire (60% of the cutting wire) seems to be burning the tissue when it touches close to the sphincter of oddi. No intervention was required. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a physician in (B)(6). (B)(6). Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use caution the user that any electrosurgical accessory device constitutes a potential electrical hazard to the pt and operator. Fulguration and burns are listed in the instructions for use as possible adverse effects. Prior to distribution, all cook endoscopy tri-tome pc protector triple lumen sphincterotome are subjected to a visual and functional test to ensure device integrity. The functional test includes verification of the continuity between the cutting wire and electrical pin. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.